Event description:
#34 pressure tubing with transducer, h/p monitor; #35 at 1700, nurse noted right radial arterial line dressing blood stained; carefully removed dressing and noted that catheter had sheared off at cathlon hub. Catheter not palpable in arm or hand or visible in dressing. Right radial pulse present, brisk capillary refill to fingers. Pressure applied over site. Dr. Davis in to see patient;x-ray of right arm. No change in patient's condition noted. Dr. Adinolfi (surgeon) consulted;doppler ultrasound of right hand normal and subcutaneous exploration right wrist performed with no catheter found. Patient had been decereberating frequently during the day with right arm and possibly dislodged catheter. Bed, linens and floor searched and unable to find catheter.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.